Manufacturer narrative:
Recall numbers: 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg would not communicate with the charger or the patient programmer. Subsequently, surgical intervention was taken and the patient's scs ipg was explanted and replaced. Stimulation therapy was reportedly restored postoperatively.